Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported not having fitting aligners. The patient said their dentist asked them to stop wearing it while they were getting dental work done and now their gaps are back open.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.